Manufacturer narrative:
(B)(4). Method: the complaint iw990 wall mount infant warmer was received at our fisher & paykel healthcare (f&p) regional office in germany where it was visually inspected, and serviced by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician and our knowledge of the product. Results: performance testing of the subject iw990 wall mount infant warmer revealed that the unit's power fail alarm did not function. The unit was found to have a faulty capacitor. Conclusion: the observed event is due to a faulty capacitor on the power pcb. As part of f&p's quality control process, this involved the testing of the power failure alarm of every infant warmer on the production line for functionality, prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance, and functional checks - including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The user manual for the iw990 infant warmer states the following: "ensure all warmer parts and accessories are checked before returning the device to service." "Caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."

Event description:
During device evaluation and performance testing of a iw990 wall mount infant warmer at our fisher & paykel healthcare (f&p) regional office in germany, it was found that the power fail alarm was not generating. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
During device evaluation and performance testing of a iw990 wall mount infant warmer at our fisher & paykel healthcare (f&p) regional office in (B)(6), it was found that the power fail alarm was not generating. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.